Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed int a female's radial artery in the cctc. Within minutes of insertions, the waveform was dampened and they could not pull off blood and the catheter did not read accurately. As a result, another arterial line was placed and used successfully. There was no delay in treatment and no pt death ot complications reported.